Manufacturer narrative:
(B)(4).

Event description:
The patient was very stiff. The severity was noted to be "moderate". The patient was hospitalized. An x-ray on (B)(6) 2011 showed "no detected intrathecal activity". The pump and catheter were replaced. The patient recovered without sequela. The device system was used to deliver baclofen 2000 mcg/ml at 626.3 mcg/day.